Event description:
It is reported by the surgeon that during a surgery the humeral nail broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: deviations in the manufacturing documents and the material were not found. The lot was documented as meeting specifications prior to distribution. With respect to the insertion depth of the nail holding bolt (traces on the flanks of the thread), and according to the reproduction of the scenario it appears being likely that the nail holding screw had not been inserted to the sufficient length and that the nail was damaged while it was fixed on the target device in a wrong position, i.e. That the pegs of the nail adapter had been placed on the rim of the nail instead of being inserted into the intended position in the reception of the nail. As confirmed in the surgery-report dated (B)(6) 2013 the nail insertion under rotational movement required additional forces as the nail got clamped in the bone. With respect to the observed damage, (rotational) load led to movement in between of nail and nail adapter, the nail adapter then snapped into the reception. Further repeated rotation under load application finally sheared off the wall of the nail respectively led to plastic deformation.

Event description:
It is reported by the surgeon that during a surgery the humeral nail broke.